Event description:
New information received notes that the device was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found.

Event description:
It was reported a sudden drop of battery voltage was observed on the device. Device will be replaced when it reach eri. There were no consequences for the patient. The device will be monitored with merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.